Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Customer reported (B)(6) 2015 that he experienced a circular outline int the back capsule which was about 180 degrees around the capsule and directly behind the anterior capsulotomy. No vitreous present and the doctor filled the capsular bag with viscoat.

Manufacturer narrative:
Patient treatment files were reviewed and the procedure progresses typically with no noted issues or problems. There were a few small movements at the beginning but the eye remained still for the majority of the procedure. Fragmentation appeared normal and no issues could be identified. The scheimpflug scans showed a dense psc/ns cataract but nothing else a typical. Cause of the hole was not likely caused by the laser system. The laser system log files were reviewed, but nothing indicated that the system caused or contributed to the capsule rupture. We were unable to determine the root cause.

Event description:
Customer reported (B)(6) 2015 that he experienced a circular outline int the back capsule which was about 180 degrees around the capsule and directly behind the anterior capsulotomy. No vitreous present and the doctor filled the capsular bag with viscoat.